Event description:
The account reported explant of an intraocular lens (iol) from the patient''s right eye due to the patient''s complaint of halos/glares and circling of light 24/7. It was stated that the patient was very unhappy with the lens.no further information was provided.

Manufacturer narrative:
UDI #: (B)(4). Device available for evaluation: yes. Returned to manufacturer on: (B)(4) 2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. The visual evaluation showed that the lens was cut in half, most probably to make the lens explant possible. Due to the condition of the returned lens, additional analysis was not possible. The reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.